Event description:
The device was being used to administer device pacing therapy to the pt. Reportedly, when the pt was moved, the device reportedly 'stopped working'. This was said to have happened twice. A spare battery was then utilized. The crew then started CPR and transported the pt to the hosp where the pt was pronounced. There was no reported association between the alleged device failure and the pt outcome.